Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Distributor arranged a replacement pump was provided, while further investigation of returned pump remained pending and no additional outcome information was available.